Event description:
Customers family member reported that customer was hospitalized for high blood glucose and that pump was giving a constant tone alarm. Family member stated that they did not know if electrostatic discharged was the cause that lead patient to be hospitalized. Family member also stated that customer was hearing the pump click when delivering basal rates.